Event description:
It was reported that the atrial lead exhibited far field r-wave oversensing. The lead was sensing the intrinsic r-wave 80 ms after the ventricular event occurred.

Manufacturer narrative:
Na